Event description:
It was reported by the customer's father that their insulin pump was alarming no delivery. Customer states that they received the alarm while priming and changed entire set but alarm did not clear. Customer declined troubleshooting. Customer's blood glucose level was unknown at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.